Manufacturer narrative:
A1, a5, a6: additional information added from related MDR# related MDR# (B)(4). H10: related MDR report number added.

Manufacturer narrative:
H6: medical device problem code a27 utilized because user accidently tripped over system foot pedal protection.

Event description:
On february 7th, 2025, siemens healthineers was informed of an incident in which a technologist tripped over a metal guide extending over the foot pedals of an naeotom alpha system while assisting a patient on (B)(6) 2024. The technologist was maneuvering between the gantry and the head of the table to assist in transferring a patient onto a stretcher when he tripped. The staff member tripped, causing him to fall forward, twist his back, and hit his head against the wall. Medical intervention was required; the technologist initially visited occupational medicine and later consulted his primary care physician, who prescribed physical therapy as part of the recovery plan. The metal bar which the technologist tripped over is a necessary protection of the foot pedals between phs and gantry. It protects the foot pedals from unintended activation. Siemens healthineers was made aware of this case through notification from the FDA (medwatch program report number: (B)(4). A technical assessment has been conducted. No malfunction of the system as a whole or of the metal guide which the technologist tripped over could be identified. The investigation determined that the reported event is not related to a system failure or malfunction.